Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient was in a car accident and the l3 lead migrated. The patient underwent surgical intervention on (B)(6) 2023 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.